Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was explanted on (B)(6)2017 and was sent back for analysis on (B)(6)2017.

Manufacturer narrative:
Updated due to new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the drug dose prior to the dose increase was 2.627mg/day (simple continuous). The dose was increased to 2.859mg/day (provided session data report indicated the dose increase occurred on (B)(6) 2017). Scheduling a dye study to determine catheter patency has not been discussed with the treating physician, as they have been away on leave. A second provided session date report indicated the drug dose had was programmed to minimum rate on (B)(6) 2017. The patient was seen on (B)(6) 2017, at which time a bolus dose was programmed and the dose was adjusted by 15%. The patient indicated they felt good and had sufficient pain relief. No explant of the pump had been decided. It was indicated the elective replacement indicator (eri) was 8 months (session data report of (B)(6) 2017 indicated the eri was 39 months), so the pump would only be replaced then if decided. [It is presumed the actual eri was 38 months and mistyped, as there was no allegation of sudden change in eri.] No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (15mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient had undergone an MRI scan. The patient previously had 6 mdri without issue. A manufacturer representative was present before and after the MRI to check the pump. At the same time, the daily dose was increased by approximately 9%. A day after the MRI, the patient indicated they could not remember anything. Two days later, the patient was in a coma. At that time, the pump was set to minimum flow rate (0.095mg/day). The patient was stabilized and discharged. No changes were made to the daily dose. The hcp requested a consult with the patient on (B)(6) 2017 because they thought there was a problem with the pump. The decision was made to perform a refill to check for volume accuracy. The patient's last refill was performed approximately 6 months earlier. Upon interrogation, the expected reservoir volume (erv) was 11.5ml and the actual reservoir volume (arv) was 16ml. The hcp requested a report be sent to the manufacturer. The patient was refilled with 40ml of morphine (15mg/ml, 0.095mg/day). The hcp was going on holiday for 4 weeks and would not be available, so no changes were made now. No further diagnostics/troubleshooting/actions were taken to date. The pump remains implanted and in service. The issue was ongoing. The status of the patient was stated to be alive and with no injury. The current patient status was reported as good. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis identified no anomalies. If information is provided in the future, a supplemental report will be issued.